Event description:
Additional information was received that patient had a generator and lead replacement. Attempts for product retuned have been unsuccessful to date and the explanted products have not been returned to the manufacturer for evaluation.

Event description:
It was reported by the vns patient that she began experiencing ear pain associated with stimulation on (B)(6) 2013. No programming changes occurred prior to the onset of the patient¿s pain. Additional information was received stating that a diagnostic test result performed during an office visit on (B)(6) 2014 revealed high impedance (impedance value >= 10,000). The patient stated that the pain was intermittent and occurred during stimulation. When the magnet was used to disable the device, the patient did not experience any pain. The patient did not report any manipulation or trauma that may have caused or contributed to the high impedance. No known programming changes or x-rays have occurred to date. Attempts to obtain product information were made, but have been unsuccessful to date.

Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Diagnostic values indicated that the output current reported low (2.75ma) with the device programmed to 3.00ma. However, the measured output signal amplitude (both prior to (11.83v) and after the monitoring test (11.87v)) demonstrates that the generator is able to deliver the programmed 3.00ma (with a 4k ohm load calculated output 12.00v +/- 10%) despite the warning message of a low output condition. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.946 volts as measured shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 33.916% of the battery had been consumed. Other than the noted event (diag low ma), there were no additional performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.